Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter.   Product return status: 19 devices were received.   Evaluation status: confirmed 10 reported events were confirmed during testing. 10 devices were found to be affected by a cut or hole in the hose. Not confirmed: 1 reported event was not confirmed during testing. In progress: 8 device evaluations are in progress.   Additional information: 19 devices were not labeled for single-use. 19 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 19 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 19 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2019-00402 but should be included under this report. - 20 total events were reported for this catalog number/device code combination for the reporting quarter. - 20 previously reported events are included in this follow-up record. Product return status 19 devices were received. 1 device was not available for evaluation.   Event confirmation status 17 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 17 devices were found to be affected by a cut in the hose. 1 device was found to be affected by a worn dynamic seal. 1 device had no device problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record.   Product return status: 19 devices were received. Event confirmation status: 18 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results: 17 devices were found to be affected by a hole in the hose. 1 device was found to be affected by a worn component. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 19 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 19 events had no patient involvement; no patient impact.